Manufacturer narrative:
(B)(4) - device evaluation was inadvertently omitted from the previous report: device history record review was conducted on (B)(4) 2013 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the ok button required multiple presses to elicit a response. The reporter denied any damage to the keypad and no known moisture in the pump. The patient reportedly wore the pump in a pocket and did not clean the pump. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
Follow-up #1 date of submission 04/10/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the keypad was peeling along the edge next to the down arrow button and the symbols were worn. Testing confirmed that the ok and contrast buttons were intermittently unresponsive and required several presses to elicit a response. The up and down keys responded appropriately. Unrelated to the complaint, evaluation revealed that the display screen was dim/faded and scratched.